Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the during the procedure, the rx voyager balloon would not inflate. There were no reported pt effects. No additional info was provided. During device analysis, a balloon rupture was found.